Event description:
It was reported that the device fails for accuracy minus 7.8 percent with lens damage during testing. No patient injury was reported.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device missing a sticker seal. There was no evidence of the error recorded in the event history log. The reported problem was duplicated. Running three accuracy tests, the pump was found to be over instead of under delivering to the manufacturing specifications. The investigation found fluid ingression on chassis base which could be the possible cause of the reported issue. Inaccurate delivery was what caused the reported issue, but the root cause was unknown. It was recommended to have the expulsor assembly replaced as corrective action. Product is beyond 20 years from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. A service history review identified this device has not been in for service in the previous 4 years and there was no indication of a service issue during the investigation., corrected data: correction: d4: model number: 6400.